Event description:
A report was received that the patient was experiencing pain at the pocket site so the physician decided to explant the ipg and implant a new one.

Manufacturer narrative:
A returned product analysis indicated that the battery/charge profile indicates that the ipg has been operating without any anomalies. After the explant procedure, the device exhibits the typical electrocautery damages due to high-voltage transients; the device exhibits excessive battery depletion rate, about 700 millivolts per day; it should be less than 13 millivolts. This indicates that the analog ic had been damaged at the time of explant. The device functional and dc leakage tests failed as expected. However, x-ray inspection, current leakage test, and rgt analysis did not show any anomalies.

Event description:
A report was received that the patient was experiencing pain at the pocket site so the physician decided to explant the ipg and implant a new one.